Event description:
Reporter stated that product was used twice -once toward the end of june and the second time the first of july. The patches were recommended by her doctor. The first time it got too hot and she removed it. It was just uncomfortable -she was not burned. The second time she wore the patch for 20 minutes. She had it on her arm/shoulder. She took it off and it was burned. She saw her doctor regarding burn -she was not sure of dates. She has been using a burn cream and neosporin.